Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system immediately displayed there was no input. To restore functionality, the computer of the system was replaced. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9733467, serial/lot #: (B)(4), product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that the screen went blank a couple of times. No input was detected after a cd was inserted, a restart fixed the issue. Then the screen went to no input again when the patient tracker was inserted. Another reboot fixed the issue and the case continued. Troubleshooting involved the clinical specialist checking out the system and the instruments were tested along with a cd and the issue could not be replicated. The issue extended the surgical time by 10 minutes. There was no impact on the patient outcome.

Manufacturer narrative:
The system logs for this event were returned for analysis. The software investigation found that the reported event was related to a software issue. This issue has been documented in a software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to medtronic for analysis. Analysis revealed that there were no failures with the returned computer. If information is provided in the future, a supplemental report will be issued.